Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The field service engineer (fse) inspected the instrument and found worn/bad chloride (cl), sodium (na), and potassium (k) electrodes. The fse replaced the na, k, and cl electrodes which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer stated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) were generated on the au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided result for one(1) k patient sample. Customer was unable to provide patient results for na and cl.